Event description:
The caregiver of (B)(6) male pt contacted zoll lifecor customer support to report that one of the pt's battery packs was not working properly. When this battery is inserted into the monitor it will not power up the device. The pt was provided with a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery (B)(4) has been completed. The reported problem was confirmed. The cause for the battery fault reported by the pt was a defective cell on the suspect battery. The pt was not cycling the battery properly (suspect battery left in system for approximately 50 hours, as opposed to the 24 hour cycle specified in the instructions for use). The battery pack was allowed to completely discharge resulting in dead battery cells. The battery was repaired and retested. No adverse event resulted from the defective cells. The pt received a replacement battery.